Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra meter was prompting the battery indicator. The issue first occurred on (B) (6) 2010. Several hours later at 5:00 pm the patient described feeling sweaty. The patient reported that she had been maintaining her usual diabetes management routine. No treatment was sought. According to the troubleshooting performed with customer service, there was no misuse of the product and, based on the information provided, the battery needed to be replaced. The patient did not have a battery to complete troubleshooting. Replacement products were sent. This complaint is being reported because the patient alleged that she developed symptoms suggestive of hyperglycemia following the onset of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.